Event description:
It was reported that the insulin pump shut off unexpectedly and alarmed after a battery replacement. The blood glucose reading was 127 mg/dl. The customer stated that she changed the battery again and received the same error alarm again. She advised that the alarm had not occurred shortly after inserting a new battery and was not recurring during normal device use. She was advised that the insulin pump had experienced an unexpected restart. She was advised to monitor the device and to call back if the issue persisted. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.